Manufacturer narrative:
It was claimed that exhalation valve error occurred and the ventilator generated a technical error code indicating an open safety valve. The device failed to meet its specifications. There was no patient harm. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Pull magnet of the safety valve has been replaced to resolved the issue. The device was delivered to the user in working condition. Defective safety valve pull magnet may lead to stop of ventilation or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).